Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure and the issue is resolved.

Manufacturer narrative:
This ipg serial number was included in field advisories: 1627487-12192011-003-r,1627487-07262012-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg as recommended. As a result the ipg became inoperable. Surgical intervention is planned to address the issue.